Manufacturer narrative:
The radiolucent drill bit subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that the drill bit was broken in the fluted section, approx 1 inch from the tip of the drill bit. The returned part was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that the radiolucent drill bit broke during surgery. It was also reported that there was no adverse consequences as a result of this event.